Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable, clamp tubing." The reservoir volume was 84.2, the rate was 2.1, and 19.8 was given. There was no air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.